Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
Correction to type of reportable event: the initial MDR incorrectly indicated the event was a death. This supplemental MDR is being submitted to indicate the event was a malfunction. Correction to type of reportable event: the initial MDR incorrectly indicated the event was a death. This supplemental MDR is being submitted to indicate the event was a malfunction.